Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a trapezoid and two extractor pro rx balloons were used during a stone removal procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the first extractor pro balloon popped on the elevator of the scope; the second extractor balloon was used to complete the procedure and no issues were noted to the device post-procedure. It was confirmed there were no issues or alleged malfunction of the trapezoid. During follow up after the procedure, it was noticed that more stones had been left in the cbd; therefore another stone removal procedure was performed on (B)(6) 2013. It was reported that during this second procedure, a 5mm piece of the distal tip of an extractor balloon was found inside the cbd. The physician thought the fragment had detached from an extractor balloon during the procedure on (B)(6) 2013. No attempt was made to retrieve the fragment and the fragment was allowed to pass naturally. There were no patient complications reported as a result of the event. The condition of the patient at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown, however it was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of distal tip detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.